Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main half height drawer 3.1 was not detected on the bus. A field service engineer (fse) reseated the row board connection at the 392 board. The customer was able to successfully recover the device. The main full height drawers 3.1 and 3.2 were tested using the hardware test application (hta), and the system functioned as expected, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer cubie failed and continued to fail after recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.